Event description:
It was reported that the intraocular lens was removed intraoperatively due to damage to the trailing haptic. The incision was enlarged to remove the lens and sutures were replaced. A second lens was implanted successfully. Add'l info has been requested. Please reference MDR#: 1119279-2013-00041 for the lens.

Manufacturer narrative:
The delivery device will not be returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.